Manufacturer narrative:
Additional information provided in a2, a4, b5, and g2.

Event description:
Additional information provided states that the fluid leak was discovered in/from the cassette while in the cycler. The event occurred during cycle 3, the patient¿s final cycle. There was no change in the patient¿s status as it relates to the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient completed treatment by draining manually after the appropriate dwell time. The cycler set is not available to be returned. The patient was not treated prophylactically. The patient is continuing treatment without issues.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving a notice: draining slowly alarm during drain 3 of 3 of treatment and the treatment was cancelled. The message occurred multiple times. The patient did not notice cassette damage or holes. The cause of the leak is unknown. The patient was advised to reset up treatment with new supplies and follow up with their peritoneal dialysis nurse (pdrn). The patient elected to revert to manual treatment and not reset up treatment. Upon follow up, it was confirmed the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. There was no patient serious injury or medical intervention required as a result of this event. The patient is continuing peritoneal dialysis therapy with no further issues.

Event description:
Additional information provided states that the fluid leak was discovered in/from the cassette while in the cycler. The event occurred during cycle 3, the patient¿s final cycle. There was no change in the patient¿s status as it relates to the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient completed treatment by draining manually after the appropriate dwell time. The cycler set is not available to be returned. The patient was not treated prophylactically. The patient is continuing treatment without issues.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.